Event description:
It was reported that there had been multiple intermittent instances where insulin's gauge was inaccurate. The customer loaded a new cartridge to resolve the issue. The customer¿s blood glucose was ¿high¿, per continuous glucose monitor reading. The customer administered a correction bolus via the pump to address blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.